Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six to eight (6-8) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The leaks were coming from the center port where the nurse usually spikes. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between may 04, 2019 to may 06, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.